Event description:
Daily endo smartcap endoscopy tubing used for co2 insufflation malfunctioned at the start of the first procedure of the day. Tubing would not pre-test appropriately. Trouble shooting performed to restore insufflation was unsuccessful. Tubing changed and insufflation occurred as expected. Manufacturer response for endoscopy tubing, endogator endoscopy irrigation tubing (per site reporter). Equipment failure reported to the manufacturer's customer care team. Equipment available for return to manufacturer with mailing label supplied by manufacturer.